Event description:
The customer reported wash carousel motion error entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer was able to home the reaction vessel (rv) shuttle and rake and then move the incubator belt freely. The customer initialized the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).